Manufacturer narrative:
The insulin pump was reeved with a constant motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump powered up properly after the battery was installed. Unable to complete the functional testing including the displacement, basic occlusion, occlusion, prime test and excessive no delivery tests or test the operating currents, low battery alarm and off no power alarm due to constant motor error alarm. The insulin pump had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the customer was hospitalized with low blood glucose. Customer's blood glucose was 46 mg/dl. Mother stated that the customer had an MRI done while wearing the insulin pump. It was stated that they did receive a low battery alert and then an off no power alarm and the insulin pump did not power back on. The battery cap is not loose, cracked or damaged. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.